Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii unknown leaked purpose of device use: insertion of an indwelling needle for intravenous infusion basis for device use: intravenous infusion device usage status: indwelling needle inserted adverse event description: bleeding from heparin cap impact on patient: bleeding date of intervention: (B)(6) 2025 treatment measure: replacement of heparin cap date of resolution: (B)(6) 2025.

Manufacturer narrative:
Correction: (d) lot # is unknown. Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.